Event description:
It was reported that during a routine follow-up, interrogation of the pulse generator was intermittent. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.